Event description:
Second degree burn from cautery on chest. Grounding pad applied to rt chest. Close to incision site as possible. Rt rotator cuff repair. Hand cautery didn't work correctly with ground pad on chest. Another ground pad applied to left calf, 1 x 4 cm blistered area. 2nd degree burn on rt chest wall.

Event description:
Add'l info rec'd from MFR 10/15/02: even though the ground pad is not a smith & nephew device, the firm has taken steps to educate the user as to the safe use of the ground pad. In addition to the directions provided with the ground pad, smith & nephew has included in the vulcan generator's user manual specific instructions for prepping the pt and ground pad placement. Smith and nephew has also created a separte guide to assist in the placement and use of the ground pad. This guide was distributed to all the sale reps and is readily available upon request.